Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the patient had an x-ray done and their lead was no longer in place; the lead was a "jumbled mess" lying in the patient's subcutaneous tissue. The caller did not know when this occurred but believed they had x-rays from (B)(6) 2025 that indicated the lead was in the correct position at that time. The caller stated the manufacturer representative (rep) told the patient that even with this being the case they could still go through with an MRI. The caller was advised against the MRI at this time and noted that the lead location was a factor in the MRI eligibility workflow. The caller was advised that the patient should consult with their managing doctor.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot# va321nw; implanted: (B)(6) 2025; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 19-sep-2026, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Report if additional relevant information becomes known.